Event description:
In reporting this incident, two conflicting details were given regarding a death of a pt at their facility. The info received on the initial phone call to fmc-na reported that the pt had died 10 mins after receiving a dialysis treatment. The pt had pulseless electrical activity and experienced cardiac arrest at the end of treatment. A subsequent call to fmc-na from the FDA representative reported that the pt had received the dialysis treatment in 2009, however, had died the following day. The facility was contacted for additional info but they did not provide any definitive details and did not confirm that the death had occurred during treatment. On 12/29/2009, additional info received from representative stated that the pt had a normal dialysis treatment with no blood loss and confirmed that the pt did not pass away during treatment. The sample is not available as all supplies were disposed of after treatment since there were no issues at that time. A call was also placed to the hospital on 12/28/2009 and the facility offered no new subsequent info regarding the details of the event, however, she did state that they had "no reason to believe anything caused it and have not heard of anything of concern with our product", and "did not know the cause of death".

Manufacturer narrative:
It is the belief of fmc na that the device did not cause or contribute to the event. Sample was not made available for eval, as the reporting facility disposed of the dialyzer "since there were no issues at that time". Fmc na is submitting this report as part of our due diligence process.